Event description:
It was reported that the handpiece began leaking an oil substance during a dental procedure. The substance dripped onto the drapes and some leaked into the pt. The substance was removed through suctioning and irrigation. The procedure was completed with another device. There was no pt or user injury, and no antibiotics or additional treatment was required.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality assurance investigation, the reported condition of the device leaking during usage could not be duplicated. The unit was disassembled, and there were no signs of leaking or residue. The product will be returned to the customer.